Event description:
It was reported the cable was unable to be disconnected from the adaptor. It was unknown if it was the cable or the adaptor being out of specification so both were returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the adaptor cable checked out ok. A cable plug was found stuck in the ventricle connector and the plug release cannot be pushed down enough to release it from the connector. Continuity tested ok when tested with probes due to cable damage. No intermittent connection found when cable was bent / manipulated. Connections were not shorting out between themselves. It was noted cable ID resistance tested 10k ohms. (B)(4).